Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity drug eluting stent in an unknown lesion. It was reported that stent deformation occurred.

Manufacturer narrative:
Product analysis: device returned with kinks in the hypotube. The distal shaft was kinked approx. 22.5cm and 23.3cm distal to the guide wire entry port. The proximal balloon pillow folds were partially open. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 9th, 10th and 11th stent wraps with raised and misaligned struts. There was deformation to the 16th and 17th stent wraps with misaligned struts. The distal tip was slightly damaged. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.